Event description:
A caller reported experiencing multiple intermittent occlusion alarms, despite having attempted troubleshooting measures as instructed by technical support. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on their glucose level. Technical support recommended disconnecting and reconnecting various components and administering boluses, but the alarms persisted. Subsequently, a replacement pump was approved due to ongoing occlusion issues, and the customer planned to use multiple daily injections until the new pump arrived.